Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered 59 pulses across both priming sequences before deactivation. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined. The exposed portion of the soft cannula was observed to be flattened and stretched, producing a tear on the internal portion of the soft cannula. The timing and cause of the cannula damage could not be determined. The housing vent was observed to be damaged. The timing and cause of the observed housing vent damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed the cannula early before the patient applied the pod, indicating that there was a needle mechanism failure. Treatment for reported issue was not specified.